Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought the leads had moved since they could no longer feel stimulation on either the right or left sides. The caller also indicated the patient felt a "zapping feeling" when their I-pad was on the patient's leg. The patient switched back to the right side and when laying down and having stimulation set to 1.5 the patient was able to feel stimulation, but felt it on the left side when the right side was active. A second call from the patient indicated that there was itchiness at the dressing site and that their symptoms were worse than prior to the trial. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.